Manufacturer narrative:
Visual inspection no significant deformations or damage of the valves was detected. Permeability test a permeability test has shown that that both valves, while slow to drain, are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Breaking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to test the opening pressure, a miethke computer controlled testing apparatus is used which simulates a cerebrospinal fluid flow. The shunt system is tested in both the horizontal (progav 2.0) as well as the vertical (shunt assistant) positions. The shunt assistant operates within the accepted tolerance. However, the progav 2.0 valve was operating outside of the tolerance. The valve was dismantled and inside both valves deposits of substances (likely protein) were found. Based on our investigation, we are unable to substantiate either the claim of occlusion or that of under-drainage. Despite slow drainage, the shunt assistant operated as expected and met all specifications. However, through our investigation, we have detected a tendency in the progav 20. Towards over-drainage. It is possible that the deposits observed inside the valves could have caused or contributed to the over-drainage and the perceived malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Explant date: unknown. Height: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po not adjustable. Explanted." Additional information is requested for implant and explant date, once the information is provided it will be forwarded over.